Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation/ migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2013. In 2011, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("severe pain/ chronic pelvic pain"), pelvic discomfort ("severe discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), abdominal distension ("excessive bloating"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches"), alopecia ("excessive hair loss"), depression ("depression"), anxiety ("anxiety"), amnesia ("memory loss"), dysgeusia ("metal taste in mouth"), fatigue ("chronic fatigue"), vision blurred ("blurry vision") and dizziness ("dizziness"). Essure treatment was not changed. At the time of the report, the perforation and pregnancy with contraceptive device outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension, abnormal weight gain, migraine, alopecia, depression, anxiety, amnesia, dysgeusia, fatigue, vision blurred and dizziness had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abnormal weight gain, alopecia, amnesia, anxiety, back pain, depression, dizziness, dysgeusia, fatigue, menorrhagia, migraine, pelvic discomfort, pelvic pain, perforation, pregnancy with contraceptive device and vision blurred to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Discrepancy noted for essure removal date- 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: newly added events- perforation, product indication was added, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.